Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings, compromised force sensor system alarm and button error from the insulin pump. The customer's blood glucose reading was over 500 mg/dl. The customer stated that she was hospitalized for diabetic ketoacidosis. The customer stated that when she changed out her pump, she received a compromised sensor system alarm. The customer stated that the buttons were not always responding and she had to press them very hard. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.